Manufacturer narrative:
Follow-up #1 date of submission: 06/30/2016. Product analysis: the device was returned and evaluated by product analysis on 06/14/2016 with the following findings: the complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box indicated no abnormal pump behavior. On (B)(6) 2016, deliveries were not made from 10:19 to 11:48 for a cartridge change. The total daily dose history was appropriate for the user programmed delivery settings. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The bolus calculator features of the pump were found to be accurate. The pump passed a delivery accuracy test. Deliveries performed during investigation were recorded appropriately in the pump¿s history. Unrelated to the complaint, a battery compartment crack was observed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging the pump was not calculating recommended bolus totals correctly. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of troubleshooting.